Manufacturer narrative:
Exemption number e2015055. Seven devices were received for evaluation; 7 events were confirmed during testing. Two devices were found to be affected by corrosion of internal components. Four devices were found to be affected by lack of lubrication. One device was found to be affected by both corrosion and lack of lubrication. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events, in which the device overheated. Six reported events no patient involvement; no patient impact. Two reported events had patient involvement with no patient impact.